Event description:
User experienced an urinary tract infection during routine intermittent catheterization. User has a history of repeated urinary tract infections and as a result her doctor has suspended catheterization for 2 months and has prescribed an anitibiotic.